Event description:
It was reported that the chest belt was bent to the point where it could not be locked (inadequate patient restraint). No adverse consequence was alleged to have occurred as a result.

Event description:
It was initially reported that the chest belt was bent to the point where it could not be locked (inadequate patient restraint). Further communication with the customer identified that this was reported in error. The customer confirmed that there was no issue with the unit reported under the initial MDR.

Manufacturer narrative:
Further communication with the customer identified that the complaint for this unit was submitted in error. The customer stated that there was no problem with the restraints. H3 other text : customer clarified that the alleged defect was reported in error.